Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) needle detachment. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite with capio slim device was used during an anterior/apical prolapse repair procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the lead suture upon throwing of the first arm and could not be located. The surgeon decided it was better to leave the needle inside the patient than causing too much damage trying to locate it. The procedure was completed by attaching a polypropylene capio suture to the damaged end of the uphold arm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.